Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported during a cataract extraction with intraocular lens implant the system displayed a message and then locked. The case was completed using an alternate system with no harm to the patient.